Event description:
It was reported that this inflatable penile prosthesis (ipp) pump stopped working. A surgical procedure was performed, during which cylinders were removed and replaced. There were no patient complications reported.